Event description:
It was reported that embolism occurred. The target lesion was located in the superficial femoral artery. An angiojet solent omni was used for a thrombectomy procedure. However, during the procedure, an embolism was found distally in the artery, below the knee. The procedure was completed with the original device. There were no additional patient complications reported.